Manufacturer narrative:
This report is submitted on february 9, 2021.

Event description:
Per the clinic, the patient experienced a head injury resulting in a loss of osseointegration of the implant. It is unknown if the patient was re-implanted with another device.